Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted. On (B)(6) 2018, the patient presented with high gradient, 78 mmhg and echocardiogram confirmed severe aortic stenosis. On (B)(6) 2018, a re-do avr was performed and the valve was explanted and replaced with a 21mm trifecta gt valve (B)(4). After opening the aorta, a leaflet tear was observed from one stent-post of the trifecta valve. The patient is reported to be recovering in the ICU.

Manufacturer narrative:
An event of stenosis and resulting high gradient was reported. The reported leaflet tear was confirmed, as all three leaflets were fibrotically thickened and contained tears. Circumferential fibrous pannus ingrowth was present on both the inflow and outflow surfaces of the valve. Horizontal folds were noted in leaflets 1 and 2, which possibly created incomplete coaptation. The stent ring and stent posts 1 and 3 were bent, which could have contributed to the folded leaflet tissue. This stent deformation, which was consistent with damage incurred at explant, made it difficult to determine the extent of the leaflet tears prior to valve removal. No acute inflammation or significant calcifications were found. The root cause of the stenosis could not be conclusively determined; however, the aforementioned circumferential pannus narrowed the inflow diameter. Furthermore, this pannus had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.